Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure an unspecified issue occurred. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the surgery occurred (B)(6) 2013. The procedure was a right hemicolectomy. The jaws failed to open upon the first firing. The device was returned in good visual condition and with a 45mm cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.